Event description:
It was reported that about 8 months after a transurethral micrawave treatment procedure, a bladder neck contracture (bnc) occurred. The physician successfully completed a transurethral microwave treatment procedure with a targis system. Eight months later, the patient had a follow up cystoscopy for his bladder cancer. However, the physician was unable to insert the scope due to a bnc. The physician then decided to hold off on the cystoscopy. About 4 months later, the physician again attempted to perform a cystoscopy, however, was unable to insert the scope. Therefore, in 2006 an internal urethrotomy was performed. It is noted that the safety and effectiveness of this procedure has not been established for patients with bladder cancer. Therefore, physician is treating off label. No further patient injuries or complications were reported. Pt status is reported as "fine".

Manufacturer narrative:
No device has been returned, therefore, no direct product analysis will be available. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.